Event description:
It has been reported to philips that the system did not boot. It stuck at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the hard drive bay failed on the flexvision pc. A review of the system log files showed issues related to flexvision pc. Rse was able to move the drive to another bay, and the flexvision pc booted. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the suite pc, x-ray pc, and the flex viewing pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has implemented a medical device correction z-1152-2024 to carry out the replacement. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.